Manufacturer narrative:
The manufacturer did receive per, x-rays and implant record for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery the drill bit was fractured inside the bone and surgeon couldn't retrieve it. The broken piece remained in the patient. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Harm: tissue damage, minor. Hazard: fragments of a device and/or bone are present in the patient intraoperatively and are not removed before completing implantation. There are 2 intra-operative x-rays available. The x-rays are dated (B)(6) 2021 and show an implanted plating system with some screws, cerclage wires and an existing knee prosthesis. Visual examination: the drill was returned for investigation. The broken piece that stayed in patients' body was not returned. The breakage of the drill can be confirmed. No other damages or deformations can be seen. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).